Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with generator with version 4.0.0 +4.1.0. The customer states prior to a procedure the customer plugged the generator into the electrical socket and they got shocked. Visually there was no damage to the power cord. No patient involvement.